Event description:
Customer called to ask if there way any way to disable the minimum insulin notifications during the load process. Customer was unable to complete the load process because they had no syringe to fill the cartridge. The customer's blood glucose level was impacted. Customer would procure additional syringes.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.